Event description:
The device was used during a laparoscopic colectomy. The surgeon tried to transect an artery. The instrument clamped down and the black handle would not close. The knife blade did not advance. The surgeon reloaded the device and it still would not fire. There was no consequence to the pt.

Manufacturer narrative:
H6;code 400: left outer wedge shifted to left inner wedge slot. Conclusion: based upon info received and visual examination, it was concluded that instrument was returned non-functional. Instrument was disassembled and found to have a damaged firing mechansim. No conclusion could be reached as to how this damage occurred. Comments: some conditons which might result in damage to firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of jaws and failure to properly follow reloading instructions.